Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 152, 132, & 82 mg/dl when testing was performed on the compact plus system at 6.37 pm. No exact timeframe between tests was reported other than the reference back to back. Reporter stated self treating with orange juice and food however no other actions or treatmment reported. A request was made for the return of the suspect device, and replacement product was sent.